Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient underwent hip arthroplasty. Subsequently, the patient is alleging an unknown deficiency with the implant.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as there is no indication that this component has caused serious injury or malfunctioned.